Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the voltage for a downstream occlusion (dso) rests at 0mvolts. There are cassette issues. There was no patient injury reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were intact upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the downstream occlusion sensor was found to be nonfunctioning. Root cause of the reported issue is unknown, but the downstream occlusion sensor was found to be inoperable. Replaced the downstream occlusion sensor. A nonconformance report (ncr) was created for the incorrect/no cassette/disposable detected issue, which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: b5: additional information received on 01-sep-2022 via email and attached in complaint object: there was no patient involvement and the error or failure occurred during testing only. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2127-0104-01. D4: correction: model number: 2120.